Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It wa reported that the customer had a history anomaly on the insulin pump. The customer's blood glucose level was 231 mg/dl. The customer review her bolus setting they appeared to be correct. The customer check her meter history it showed that the blood glucose was sent to the insulin pump. The customer was advised to monitor her insulin pump and blood glucose closely.